Event description:
Literature was reviewed regarding risk stratification for pacemaker implantation after transcatheter aortic valve implantation (tavi) in patients with right bundle branch block (rbbb). A total of 98 patients were included in the study population. Medtronic (corevalve, evolut r/pro) and non-medtronic (symetis, sapien xt/3) valve types were used in the study. An overall mortality rate of 15.3% was observed during the one-year follow-up. According to the authors, rbbb morphology had no significant influence on one-year mortality and permanent pacemaker implantation did not affect one-year mortality. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Of the 98 patients in the study, 43 required permanent pacemaker implantation after tavi. Indications for pacemaker implantation were as follows: third-degree atrioventricular block (79.1%), symptomatic bradycardia (14.0%), alternating bundle branch blocks (4.6%), and second-degree type 2 atrioventricular block (2.3%). The authors added, ¿time of ppi (permanent pacemaker implantation) was mainly on the day of the tavi-procedure and the first day after tavi-pro cedure (day 0 = 55.8%, day 1 = 27.9%, day 2 = 4.7%, later than day 3 = 11.6%). No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: schoechlin s, eichenlaub m, müller-edenborn b, et al. Risk stratification for pacemaker implantation after transcatheter aortic valve implantation in patients with right bundle branch block. J clin med. 2022;11(19):5580. Published 2022 sep 22. Doi:10.3390/jcm11195580. A copy of the article was not attached as digital sharing would be in violation of copyright permission. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.